Event description:
The customer reported that the system would not boot up. There is no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The technique processor and the sram cards need to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.